Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim: it was reported by the customer that while setting up an iron infusion using an alaris pump infusion set, the bag was spiked and the drip chamber was squeezed to prime the tubing. During priming, the customer observed that the iron solution leaked onto the floor. Upon further inspection, it was noted that the tubing was not connected at the y-site closest to the drip chamber.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.